Manufacturer narrative:
The pump passed the displacement test, sleep current measurement and self test. However, the pump failed the active current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had low battery alert. The customer's blood glucose level was unknown. Customer tried a aa lithium battery in the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.